Manufacturer narrative:
Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the patient. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a prolapse repair procedure performed on an unknown date. According to the complainant, post procedure, the patient experienced chronic pelvic, groin, vaginal and rectal pain. The patient also reported reduced physical mobility, bowel and bladder dysfunction. All of these discomforts were experienced since the insertion of the device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.